Event description:
It was reported that a flogard infusion pump had air in the line with no alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a service history review was performed with no defects related to the reported problem noted. During evaluation the force sensing resistors (fsr) were found to be damaged. This was determined to be the cause of the originally reported problem. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, alarm log review and service history review were performed with no issues to the reported problem noted. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.